Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the fox sv device could not be backloaded onto a non-abbott guide wire. The fox sv had not entered the patient anatomy and was not inflated and did not rupture.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified left femoral artery. No resistance was felt during advancement of the 3x80x150 fox sv balloon catheter to the lesion; however, the balloon ruptured on the first inflation of 8 atmospheres. The balloon catheter was able to be removed from the patient anatomy without any issue. A new fox sv balloon (same size) was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.